Event description:
It has been reported to philips the monitor continues to give vibration problems when taking ecgs. It delays the service a lot and delays the diagnosis. Sometimes it is impossible to draw a route even when you are at home.